Event description:
It was reported that approximately 6 years and 4 months after an rx acculink was implanted in the mildly calcified target lesion in the left internal carotid artery (lica), the rx acculink was found to have in-stent restenosis. The patient underwent percutaneous carotid intervention for treatment of the restenosis. During that procedure, after the emboshield nav6 embolic protection device was deployed, it migrated down into the stenotic lesion. The emboshield nav6 was captured using the retrieval catheter and removed from the patient without incident. A second emboshield nav6 was used to complete the procedure. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The emboshield nav6 is being filed under a separate MFR number.